Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . On (B)(6) 2019, the patient was sitting in the car for a while and when she went to the restroom, she noticed that the infusion set's tubing detached from where it was connected to the quick release. Her blood glucose level was 200 mg/dl at the time of this event. The site location was patient's abdomen and the pump was located on her waist. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.